Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported outer gasket 10/11mm tristar trocar was torn and leaked pneumo. The surgeon needed to put in another trocar to finish the case. The trocar that was torn came from an ftk73 laparoscopic cholecystectomy kit (lot# l4ae43). There was no consequence to the patient.